Event description:
It was reported that the patient came into the emergency room with chest pain and it was found that the patient had not had their device checked since 2005 when it was originally implanted. It was also reported that the device was dead and unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2005. (B)(4).